Event description:
During a rotator cuff repair procedure, the sutures broke on the anchor when the surgeon was tying the knot. The surgeon deployed the anchor into the humeral head. He was sliding the green suture through the eyelet when it broke. The surgeon tied a knot with the remaining suture. The procedure was completed with the use of another device. No injury or delay was noted.